Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of 'swelling" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
The event of pruritus is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information: patient was not injected with juvederm voluma with lidocaine. The patient was injected with juvederm ultra xc in the nasolabial folds about two weeks after an injection with juvederm volbella with lidocaine in the lips. About 3 months later, the patient developed edema and pruritus in the lips. Patient had also developed edema in the nasolabial folds. The patient was also treated with doxycycline and clarithromycin. Symptoms resolved approximately 3 months after treatment.

Manufacturer narrative:
Medwatch sent to FDA on 12/17/2015.

Event description:
Additional information: the results of the pathology report notes that symptoms were the result of an allergic reaction.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information: patient was not injected with juvederm voluma with lidocaine. The patient was injected with juvederm ultra xc in the nasolabial folds about two weeks after an injection with juvederm volbella with lidocaine in the lips. About 3 months later, the patient developed edema and pruritus in the lips. Patient had also developed edema in the nasolabial folds. The patient was also treated with doxycycline and clarithromycin. Symptoms resolved approximately 3 months after treatment.

Event description:
Healthcare professional reported 2 months after injection with juvederm voluma with lidocaine, patient developed swelling. Patient treated with antibiotics, prednisone, and hyaluronidase. Symptoms are ongoing.